Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 3/10ml 6mm (15/64") 31g the needle assembly was removed when the shield was removed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer that when needle shield was removed the needle hub assembly stays in shield. Consumer reported found 4-5 syringes when removed needle shield, needle assembly stays in shield. Lot #: 0041282a. Catalog#: 324909.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 3/10ml 6mm (15/64") 31g the needle assembly was removed when the shield was removed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer that when needle shield was removed the needle hub assembly stays in shield. Consumer reported found 4-5 syringes when removed needle shield, needle assembly stays in shield. Lot #: 0041282a catalog#: 324909.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-aug-2022 h6: investigation summary customer returned three 0.3ml syringes. These syringes have had their needle shields and hubs separate from the barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch # 0041282 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.